Event description:
It was reported that a 100 ml fentanyl solution was to infuse over 10 hrs, however it was delivered in only one hr. A review of the event history in the pump showed that the pump was programmed to infuse at a rate of 90 ml/hr instead of the desired rate of 9 ml/hr. The pt was already receiving mechanical ventilation and experienced no ill effects.